Event description:
The patient was implanted with a left ventricular assist device. The patient was seen having lost his balance and falling. The patient had no signs of neurological deficit and stayed home for 2 hours post fall. Neurological changes started to occur, and the patient's family member called an ambulance and the patient was admitted to the hospital. The patient developed hemorrhagic stroke and the patient expired the same day he fell on (B)(6) 2013.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.